Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the alarm did not go off even though the lower limit of the alarm was exceeded. Functional testing found that the symptoms of the alarm failure could not be reproduced. The reported issue could not be confirmed. The evaluation detected defective speakers and a defective main circuit board which were the likely causes to the reported condition. Additionally, the battery has deteriorated. The speakers, main board, and battery were replaced. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the monitor's alarm did not go off even though the lower limit of the alarm was exceeded. There was no patient injury.